Event description:
It was reported that ongoing malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.